Event description:
Pt received an overdose of medication. The pt disconnected self from the flo-gard to take a bath and received an overflow of tridil. The pt was found with no vital signs and was stabilized and maintained at the telemetric unit. No other consequences.